Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer¿s blood glucose was 189 mg/dl. Customer stated that insulin was squirting out during the manual prime process. Customer stated that insulin continues to drip after motor stops during the manual prime process. The troubleshooting was performed for the compromised force sensor system. The customer stated that the drive support cap was appeared normal. The customer was advised to revert to a back up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm.